Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP device. The manufacturer received information alleging visualization of particles in the air path. The patient alleges particles were observed in the water tank of the device. The patient also alleges the device stopped working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.